Event description:
On (B)(6) 2011, the pt was treated for an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring the c3 delivery system. Pt anatomy was unremarkable and devices were sized appropriately. The gore excluder aaa trunk-ipsilateral leg was placed without incident. The proximal and distal markers of the gore excluder aaa contralateral leg could not be identified pre-deployment due to poor visual quality from the mobile c-arm. Consequently, the distal aspect of the contralateral leg was inadvertently deployed about 10 cm proximal to the trunk-ipsilateral leg. No vessels were covered. The pt was converted to open surgical repair. On (B)(6) 2011, the pt was doing well and was released from the hospital.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. The review of mfg paperwork has not been completed. As stated in the gore excluder aaa endoprosthesis instructions for use, potential device or procedure related adverse events include, but are not limited to, improper component placement, and surgical conversion. (B)(4).